Event description:
Sorin group received a report that, when the clinician moved the display screen of the cp5, he accidentally touched the power switch which caused the display to go blank, the arterial occluder clamp to engage, and the pump to stop. Once power was restored, the clinician manually opened the occluder. Since the pump was stopped. Opening the occluder resulted in retrograde flow and air being delivered to the patient. It was reported that the pt suffered a stroke as a result of the incident but fully recovered within a few days.

Manufacturer narrative:
The pt identifier and age were not provided. Sorin group (B)(4) manufactures the sorin centrifugal pump 5 (cp5). The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin (B)(4). Sorin group received a report that, when the clinician moved the display screen of the cp5, he accidentally touched the power switch which caused the display to go blank., the arterial occluder clamp to engage, and the pump to stop. Once power was restored, the clinician manually opened the occluder. Since the pump was stopped, opening the occluder resulted in retrograde flow and air being delivered to the pt. It was reported that the pt suffered a stroke as a result of the incident but fully recovered within a few days. It was also reported that there was no malfunction of the equipment. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.